Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the external paddles were not connecting. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Customer resolution and conclusion: the fse is unable to replace the faulty external paddles. The customer was advised that the part is no longer available as the unit is at end of life. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device was 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.